Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6) ; product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. It was also observed that recharger telemetry module (rtm) never got hot after running it for 10 mins. No visual anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755, (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) stated that for at least a few months, they have been having issues charging their implant. Caller stated that yesterday they messed with the recharger off and on and called their pain management place. Caller noted that they think maybe the recharger cord wires broke or something in there because right where the wire goes into the paddle, it gets really hot and implant won't charge (no pt harm reported). Caller also mentioned that if they hold the cord in a certain spot implant will charge, but if they don't it just cuts all the way. Pt added that they were supposed to have a MRI but implant did not have enough charge to put into MRI mode so, the MRI is rescheduled for wednesday. Agent recommended to monitor implant charging with replacement recharger and can call back if issues persist. An email was sent to the repair department to replace the recharger.